Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported failure to deploy was not confirmed as the stent had been fully deployed from the unit and found in the introducer sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were likely related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery that was mildly tortuous, heavily calcified and 75% stenosed. The supera 5 x 120 mm peripheral self-expanding stent system completely failed to deploy, even after the deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. The supera was replaced with another device to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis on 5/17/2018 revealed the stent deployed in the introducer sheath.